Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the emergency fast track pyxis s8 drawer wasn't opening and required maintenance. A technical support specialist emailed the local team to dispatch a field service engineer, updated the customer on progress, and followed up with the local field service engineer on maintenance. The system functioned as intended after the field service engineer investigated the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.